Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), one of the gripper arms did not lower. As this occurred during device preparation, there was no patient involvement. Another cds was used for the procedure. A total of two clips were implanted reducing mitral regurgitation (mr) from 3 to 1. There was no clinically significant delay in the procedure. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported gripper arm actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.